Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation showed that the reported complaint was confirmed from the evaluation. The unit has a displaced retaining ring on the 80lb torque knob, and the torque knob will need to be replaced. The clamp will be reworked, and all worn components will be replaced with new parts along with general maintenance and cleaning. Since patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the findings of the service team were confirmed by qe - there was wear noted on the starburst teeth and some minor damage to the start of the thread on the torque knob. No additional device deficiencies were observed by qe. Root cause - the complaint is confirmed via the investigation. The probable root cause is routine wear and rough handling. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during "cervical laminectomy with tumor resection", the mayfield composite series skull clamp (a3059) slipped when connected to the patient. The clamp was hooked up with 60lbs on torque screw and then lost pressure causing the slippage. This resulted in a 3-4 cm laceration to the left side of the patient's head. A few stiches were applied to the laceration, and a new mayfield was used to repin the patient which resulted in a 1 hour surgical delay.